Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was accidental failure of the main lamp or failure of the main lamp because usage time exceeded 500 hours; as stated in the instructions for use, as a preventive measure, "when the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described.".

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a definitive root cause cannot be determined.

Event description:
A user facility reported to olympus that the clv-190 light was strobing. There was no patient injury or harm, associated with the problem, reported to olympus.